Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
It was reported that after an impella cp was implanted there was an attempt to reposition the impella cp as it was sitting shallow. A thrombus was seen near the post wall on echocardiogram after cannulation. There was also bleeding from all access sites of cannulation. The patient was given multiple blood products. The patient also developed compartment syndrome and a left atrial clot was seen via transesophageal echocardiography. After all conditions were addressed, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of limb ischemia, positioning issues, vascular damage - peripheral vessel, and thrombus has been completed. The impella device was not returned for evaluation. Positioning issues: clinical details noted that after patient transferred hospitals, pump was measuring at 2.4cm and was to be repositioned to 4cm. The root cause of the positioning issues was most likely due to patient movement as the pump was observed to be shallow after patient hospital transfer occurred. Vascular damage - peripheral vessel: clinical details noted that patient was bleeding from all access sites of cannulation and was given multiple blood products. The root cause of the vascular damage - peripheral vessel could not be definitively determined as limited clinical details were provided. Limb ischemia - reversible: as all the necessary information was not provided, the root cause of the limb ischemia was not determined. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.